Event description:
The reporter states that the device allegedly would not pace. Treatment to the patient was continued with drug therapy. The patient was resuscitated. There were no adverse effects reported to the patient as a result of the reported malfunction.